Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had migrated by a few inches. Also, congestive heart failure (chf) was noted to be exacerbated. The patient advocate mentioned that the physician ordered chest x-ray. Boston scientific technical services (ts) recommended discussing with implanting physician. This device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had migrated by a few inches. Also, congestive heart failure (chf) was noted to be exacerbated. The patient advocate mentioned that the physician ordered chest x-ray. Boston scientific technical services (ts) recommended discussing with implanting physician. This device remains in service. No adverse patient effects reported. Additional information received indicates that the device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.